Event description:
It was reported that when using the bd pyxis¿ es server, the message cannot be received from system. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, it was determined that the message transmission from pyxis was unsuccessful as the carefusion coordination engine (cce) server was offline on remote support service (rss). A technical support specialist (tss) connected with the customer and confirmed that the issue was resolved. The customer stated that the cce listed was incorrect and did not have the internet protocol (ip) address of the affected interface, the it team indicated that the issue had been resolved and was likely related to a network problem. The system functioned as intended after the information technology (it) team resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.